Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. Patient was advised that baby monitors, (B)(6) wireless headsets, wireless internet routers, microwave ovens, laptops with internal wi-fi adapters, gsm cell phones, rfid scanners, and hand-held security metal detectors often used by security screeners all use the same bandwidth as the g4. These devices shouldn't cause a disturbance, but may be a source of rf disturbances. No injury or medical intervention was reported.